Event description:
It was reported that the patient presented in the emergency room after feeling lightheadedness. Review of egms noted that the atrial paced events caused intermittent blanking of ventricular events during a slow ventricular tachycardia. The high voltage therapy from the cardiac resynchronization therapy defibrillator was delayed. The patient was stable and discharged. Programming changes were discussed.